Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a hartmann procedure. The rectum was resected with two reloads. On the third firing for the resection of the colon on the mouth side, the surgeon pushed the green button and tried to fire the device. The device did not fire. The jaws were opened, but a '0' was displayed on the reload status indicator. The reload was replaced with a new one, and the firing was completed with no problem. This was the first surgeon's first time using the powered handle. No patient injury or extension in surgical time. Patient status is no problem.